Event description:
While analyzing the heart rhythm of a pt, the device did not advise shock for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.